Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011. Inratio2: 3.7, 2.3, 1.7, 2.1. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.